Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using biliary stent. During the procedure the stent failed to deploy properly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not provided for evaluation. However, a photo of the distal end of the delivery systems catheter was provided, that shows the stent partially deployed for about 20 mm. The device was used on label. No indication for use of inadequate accessories or a difficult patient anatomy were reported. As the device was not returned no detailed product evaluation could be performed. Based on the photo no indication for a manufacturing related issue or for a device defect could be identified. Based on a photo provided, incomplete, partial deployment of the stent is confirmed. However, based on information available, a definite root cause of the reported issue could be determined. Labeling review: relevant labeling for this product was reviewed. The potential risk associated with the reported issue was found addressed in the instruction for use (IFU). Potential complications and adverse events which may occur during use of the e-luminexx biliary stent system were referenced in the instruction for use, e.g., open surgical intervention, stent misplacement or stent migration. In addition, the instruction for use states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". According to the labeling supplied with this product an introducer sheath with a minimum diameter of 6f and a 0.035 inch (0.89 mm) guidewire should be used. Regarding preparation the instruction for use states: "ensure that the red safety clip remains in place until the stent is ready to be deployed. If the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." And "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.